Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, one side depth marker caused endotracheal tube slipped out. The tube exchanged fixation on right and left corners of her mouth by turns. There was no patient injury.